Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Previously submitted voluntary event report form: mw5092075. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the FDA via a voluntary event report submitted by a patient that 12 years and 11 months post implant of this 25 mm mechanical aortic valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for replacement was reported as severe central insufficiency and a severe paravalvular leak. No additional adverse patient effects were reported.